Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the positioning sensor unit (psu) was not communicating. The representative replaced the psu. The system then passed the system checkout and was found to be fully functional. Analysis on the returned polaris spectra system control unit (scu) resulted in no failure being found through functional testing, proceduralized device testing, and visual/physical examination. Analysis states that when connected to a known good system the returned scu was found to be fully functional. A check of the event log revealed issues with a connected psu. Analysis on the returned psu resulted in an electrical failure being found through functional testing and visual/physical examination. Analysis states that the psu would not power up on the test bench. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the camera was not being recognized by the system. There was no patient present when this issue was identified.